Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Customer changed cartridge from a different lot number and was able to successfully resume insulin delivery. Customer¿s blood glucose was 164 mg/dl.